Manufacturer narrative:
The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
It was reported through the japanese tavi registry, that during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, massive bleeding was identified. The bleeding was attributed to a vascular injury of the left common iliac artery (cia) that occurred during insertion of the esheath+. A stent was placed to manage the vascular injury. No further information has been provided.